Event description:
Customer reports obtaining back to back results of "500 something" (mg/dl) and "200 something" (mg/dl) on the advantage system; actual results were not provided. No control information was provided. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.